Event description:
A female pt, age and weight unk, had surgery performed on (B)(6) 2010 for an unk medical condition. On (B)(6) 2012, the pt had additional surgery to remove a portion of the device, xenform, and another company's product, tvt secur (synthetic) after the pt complained of pain. These procedures have not been confirmed by a healthcare professional.

Manufacturer narrative:
Product info including lot number were not available, therefore, no device history record could be reviewed. This is a legal case.